Event description:
A medtronic representative reported that the imaging system mobile viewing station (mvs) uninterruptible power supply (ups) was power cycling. The ups started beeping and upon inspection, the medtronic representative found the system showed a red flashing overload led and near the ups smelled of electrical smoke. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement ups shipped to site for replacement. A medtronic representative replaced the ups and reported while powering on the imaging system, the ups started beeping with a red flashing overload led. The 10amp mobile viewing station (msv) power board fuse was blown. Electrical smoke was visually seen and smelled. The medtronic representative reported smoke that was coming from the mvs cpu power supply. The medtronic representative tried to connect the cpu separately to a wall outlet but the cpu did not power on (no fan, no led's). Replacement ups, power board and cpu shipped to site on (B)(4) 2015 for issue resolution. On (B)(4) 2015 the medtronic representative, installed the mvs power supply board, the ups (2nd replacement), and mvs cpu. The medtronic representative then tested contrast using the contrast / resolution phantom kit with passing results and continued max dose adjustment. The medtronic representative performed a imaging system check-out, and reported all areas passed after replacement. System fully functional. Medtronic investigation of returned suspect mvs cpu confirmed the reported problem; the computer was overloading the ups. The computer doesn't power up, no fan, no leds. The reported event was confirmed to be caused by an electrical failure mode. Medtronic investigation of returned suspect mvs power supply board finds that the reported issue could not be confirmed mvs power board was installed in a test system and ran without any issues. No fault found medtronic investigation of returned suspect ups's finds that both ups components passed the 5 minute load test. No fault found.